Event description:
The nurse assisting an (B)(6) female pt called into zoll lifecor customer support to report that the pt's system was alarming to "add gel." Despite numerous attempts to add gel to the belt, the pt was still receiving alarms. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon inspection, the electrode belt was found to have ben connector pins. The electrode belt connector pins did not successfully mate with the connector resulting in a gelled belt. Due to the nature of the bent pins, only the rear 2-wire therapy electrode pad dispensed gel. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.